Event description:
User experienced low sodium results for approximately 20 to 21 pt samples. The following 15 pt examples were provided. Sample 1, initial gave 126.5; repeat gave 137.2 mmol/l. Sample 2, initial gave 131.5; repeat gave 138.3 mmol/l. Sample 3, initial gave 131.7; repeat gave 137.5 mmol/l. Sample 4, initial gave 132.5; repeat gave 138.3 mmol/l. Sample 5, initial gave 124.6; repeat gave 134.7 mmol/l. Sample 6, initial gave 129.6; repeat gave 138.9 mmol/l. Sample 7, initial gave 131.3; repeat gave 139.6 mmol/l. Sample 8, initial gave 130.0; repeat gave 137.0 mmol/l. Sample 9, initial gave 131.3; repeat gave 139.5 mmol/l. Sample 10, initial gave 134.2; repeated twice giving 139.8 and 140.9 mmol/l. Sample 11, initial gave 128.7; repeat gave 136.8 mmol/l. Sample 12, initial gave 132.0; repeat gave 141.2 mmol/l. Sample 13, initial gave 139.7; repeat gave 135.7 mmol/l. Sample 14, initial gave 128.2; repeat gave 136.6 mmol/l. Sample 15, initial gave 134.2; repeat gave 140.6 mmol/l. The customer did not report the results. Customer recalibrated and repeated samples prior to reporting samples. Although the field service rep was unable to determine a root cause, he noted it appeared that the response of the sodium electrode was somewhat diminished. He performed electrode service; changed the activation factor, adjusted mix and dry pressures, cleaned and lubricated system pressure regulator. Performance tests were performed.